Event description:
It was reported that a (B)(6) african american female who underwent a breast augmentation primary with a mentor memorygel, 750cc breast implant experienced bilateral capsular contracture unknown grade post procedure. The issue was diagnosed through office visitation. As a result, patient underwent bilateral replacement with unknown mentor silicone implant on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Additional information received on october 13, 2022 indicated that the right side grade is IV, and was replaced with sn#: (B)(6) cat#: 3507504bc. Manufacturer¿s reference number: (B)(4). Investigation summary according to the information reported, the patient developed capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Based on the information available, no further action is required at this time. The manufacturing records of the lot-serial number reported were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Device history lot a manufacturing record evaluation was performed for the finished device 9505205 number, and no non-conformances were identified. Manufacturing date: (B)(6) 2020 expiration date: (B)(6) 2025 device history batch null device history review null